Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus delivery attempt. The blood glucose reading was 200 mg/dl. The customer stated that she had performed 3 complete set changes and now the current infusion set and reservoir showed no delivery. Upon troubleshooting, insulin did not exit during a fixed prime. A plunger push successfully pushed insulin from the tubing. The customer was advised to reinsert the reservoir and run a manual prime, and insulin did exit during a manual prime. She was advised that the insulin pump was working as designed and that the alarm had been caused by and infusion set or reservoir occlusion. Advised her to monitor the insulin pump, since she declined replacement of the insulin pump. Nothing further reported.